Event description:
No new information.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple issues with a pain stimulation implantable pulse generator (ipg) and its external communicator. The patient was unable to connect the communicator to the handset, and the bluetooth light did not illuminate on the communicator. The handset only displayed a green circle with 83% and could not be restarted or reset, and the patient was unable to remove the handset from its case. After reprogramming the device, the patient was unable to decrease the stimulation intensity. Despite attempting different stimulation groups (a and b), the patient did not experience pain relief and reported leg pain. The agent advised the patient to monitor the issue and contact again if it persisted, and redirected the patient to a healthcare provider for further evaluation.